Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous superficial femoral artery. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The lesion was sufficiently dilated and the procedure was completed with no patient complications reported.